Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up for a pacer-dependent patient, loss of capture and decreased pacing lead impedance were observed. Lead was explanted and replaced. Patient condition was good after event.